Manufacturer narrative:
(B)(4).batch #: unknown. Additional information was obtained: ·during an unknown procedure for esophagus ·the device was replaced before the blade was damaged due to the high-pitched noise that occurs when the blade is scratched. ·the patient is stable. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown procedure, an unexpected sound was heard. The device didn¿t clamp clips or staples during use. And then, an unknown error occurred, and blade was broken. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.